Event description:
Information received indicates the bed has no functions electrically or manually.

Manufacturer narrative:
The technician found the f5 fuse was blown. The technician replaced the fuse to repair the bed.